Manufacturer narrative:
The complaint is not valid as it was a routine technical inspection procedure of the device and normal wear and tear of the parts.the device has not failed in any way.

Event description:
Not reportable as it was a routine technical inspection procedure of the device and normal wear and tear of the parts.the device has not failed in any way.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during preventive maintenance of cs100 intra-aortic balloon pump (iabp) , inspection was not possible to be carried out as overhaul of the r 2500 compressor and replacement of the safety disk was required. There was no patient involved.